Event description:
The suspect device was used to check a patient's inr with a result of 3.8. Lab inr was 2.7. Controls were in range. No treatment alleged. The device was taken out of service. Replacement product was sent and a request to return to the device for evaluation was made.